Manufacturer narrative:
In 2007, the viking m involved in the reported, incident was viewed and examined by local liko distributor. The lift was found to be in good working condition and was used by the facility staff to safely lift the representative from a bed. When user per manufacturers instructions, the facility staff could not make the lift tip over as reported in the incident.

Event description:
Facility reports that while using a viking m patient lift to transfer a resident to wheelchair, that the caregiver heard a popping noise from the mast and the lift began to tip over. Caregiver suffered a pinched arm, when it was caught between the resident and the wheelchair.